Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on september 1, 2008, that an rf 3000 radiofrequency generator was used during an rf ablation procedure (patient age, gender and weight are unknown). According to the complainant, the patient ground return pads were placed according to the dfu (directions for use). It was reported that second degree burns were notice on both of the patient's legs, after the grounding pads were removed. There were no reported patient complications resulting from the event.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.